Event description:
Broken tubing; tubing was detached from the connection during setup. It was reported that tubing seemed to be not bonded to connection.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) flotrac kit in open original package. Tubing was completely detached from solvent bond joint with female connector (attached to flotrac zero-stopcock). Bonding solvent pattern on the tubing indicated that approximately 20% of tubing bond area was actually bonded to female connector.